Manufacturer narrative:
(B)(4). Treatment with antibiotic therapy was reported to be continued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient¿s peritoneal dialysis effluent became clear, the peritonitis was resolved, and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis is unknown. The patient was not hospitalized for this event. Treatment for this event was injection of vancomycin (1 gram, intraperitoneally, once in 5 days) and injection of fortum (1 gram, intraperitoneally, once a day, duration not reported). Pd therapy was ongoing. At the time of this report, the patient is recovering from this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.